Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-operative diagnosis of left recurrent compression right sided l5-s1 disk herniation and underwent left l5-s1 revision and decompression of right l5-s1 diskectomy. On (B)(6) 2010: patient presented with pre-operative diagnosis of lumbar wound dehiscence and underwent lumbar wound irrigation and debridement, exploration. On (B)(6) 2011: patient presented with pre-operative diagnosis of l5-s1 degenerative disk disease post diskitis, chronic low back pain and radiculitis with a lot of recess stenosis and underwent exposure of l5-s1 disc space. Anterior and posterior lumbar and decompression fusion with a right l5-s1 revision decompression with posterolateral fusion at l5-s1. Per operative report ¿¿the midas-rex was used to debride the lateral gutters bilaterally at l5-s1 and to mark the pedicles. Next, the pedicles were cannulated bilateral. Pedicles were then measured. The jamshidi needle was placed down the l5 pedicle on the right and then 10 ml of bone marrow was aspirated. This was mixed into the vitoss sponge. Next, local bone was mixed with the vitoss and placed in the lateral gutters. A small amount of rhbmp-2/acs left over was placed in the left lateral gutter in addition. Next, the pedicle screws were placed at l5-s1 bilateral. Rods were placed. End caps were placed. Compression was carried out, and the end caps were torqued to proper tension. The disk space was trialed and alphatec spacer was selected. A 36 x 13 stalif graft was selected. This was filled with rhbmp-2, 2 sponges, that were mixed on the back table, and then impacted into place.¿ patient was sent to recover room in good condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.